Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that there were no patient symptoms. According to the physician it appeared that the ins was implanted upside down in the first place, there was little space for the ins to flip over. The ins was turned over in a revision surgery which went well. The flipped ins resolved, and the charger fully coupled with the ins following surgery.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient that was implanted with an implantable e neurostimulator (ins). It was reported that the ins was implanted in the left flank. Two days after implant, the patient reported when trying to charge the ins the squares were empty. There was a charging issue. The patient was advised to wait for a few days to see if healing of tissues in the area could improve charging. A few days later the patient had managed to charge the ins on two black squares and it took more than 5 hours. At the patient¿s hospital visit on (B)(6) 2018, the patient reported that since the other day they had been unable to obtain any black square, although it still showed as charging. A new charger was ordered to check if the charger was the issue, the charger showed two black squares without the patient moving. The patient had an x-ray while laying on their back. The ins appeared to be facing down, and a flipped ins was confirmed. No further complications were reported or anticipated.